Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
Information from a st-segment elevation myocardial infarction (stemi)-door to unloading (dtu) study reported that a patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. During removal of the impella cp, dissection of the external iliac artery occurred, which did not affect flow in the vessel, but resulted in a hematoma and required mechanical compression in addition to the closure system (manta) being applied.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the vascular damage issue was not determined due to insufficient clinical information and the relation to impella being unknown.